Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error was reported. Approximately on (B)(6) 2023, reported by the parent via sprinklr social media, the patient experienced sensor issue. The patient experienced a seizure. There was no documentation of medical intervention. No other details were documented. The reporter could not be contacted for more information. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.